Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device repeatedly displayed alert 41 indicating an insulin shaft rewind error, triggering immediate restart alerts upon reboot and when attempting rewind and fill-tubing steps without supplies in the chamber, despite adequate battery charge. Symptoms included no adverse clinical effects, and blood glucose was reported as unaffected. Outcomes included interruption of therapy and replacement of the device. Investigation included telephone troubleshooting to reproduce the alert during rewind and fill attempts, and receipt of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the insulin drive system.